Event description:
It was reported that the core sumex drill heated up during a case. There was no user injury, but the patient incision was burned slightly. The doctor excised the burned area and the follow-up visit indicated that there were no issues.

Manufacturer narrative:
Upon disassembly for visual inspection rotor damage was found.